Event description:
It was reported the patient's blood glucose level rose to 21.1 mmol/l (379.8 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d4: lot number changed from unavailable to pd1k03212211. Expiration date changed from unavailable to 9/21/2023. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h4: device mfg date changed from unavailable to 3/21/2022.